Manufacturer narrative:
Analysis of the ins, model 97714, serial no. (B)(4), found the ins battery reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.905 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a2, product type: lead. Product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted due to the patient not recharging. The patient was not serious about recharging and waited too long to recharge the ins. The patient had been instructed by their hcp and a manufacturing representative on how to recharge. The hcp had to do two physician mode recharges (pmr). After the pmrs were successfully completed, the patient had difficulty recharging and did not recharge regularly. At the time of this report, there was no communication with the ins and the ins could not be recharged. The hcp and patient decided to explant the system and stop stimulation. The entire system was explanted and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 3550-29, product type: accessory. Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.